Manufacturer narrative:
H10: the device was received for evaluation enclosed in the original packaging. A visual inspection with the naked eye noted a damage cassette. The reported condition was verified. The cause of the condition was related to the improper packaging process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice cassette was damaged; further described as "a tear in the thin plastic and the inner part is damaged - a piece of plastic has come loose." This issue was observed during use of the device for peritoneal dialysis therapy. The cycler did not accept the cassette during testing. There was no damage to the outer packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.